Event description:
Patient presented to md office (B)(6) 2004 stating he reinjured his back. (Rolled over in bed and had increasing pain.) Patient reported that following surgery in (B)(6) 2004 he had a few months of relief. Pain described as constant, achy; pain rated at a 7 on the pain scale. Patient took percocet 5 mgm 1 every 4 hours which relieved pain. Patient also reported over past few weeks some pain into fle. Reported numbness into bilateral feet. Back pain equal to leg pain. No bowel/bladder dysfunction. Relieved somewhat with rest and medication.